Event description:
It was reported that the pump touch screen was scratched, affecting the customer's ability to interact with the pump and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.